Event description:
It was reported that during a procedure, while attempting to start three different lock-screws in the reform pedicle screw, the threads of the set screws became damaged and could not be used. The pedicle screw was removed and replaced with another with no further issue. This resulted to a delay to the procedure of approx ten (10) mins. No pt injury was reported.

Manufacturer narrative:
Eval of the returned device noted that the pedicle screw tulip has a partial leading thread, which can cause difficulty engaging the lock-screw and can lead to cross threading. Cross threading will damage the threads of the lock-screw as it is manufactured from a softer material than the tulip head component. In effort to prevent issues of this nature the thread design of the tulip was modified in april of 2013 to ensure elimination of a partial leading thread. Review of the receiving inspection report found a total of fifty (B)(4) units of this lot were rec'd from the supplier and released for distribution in may of 2013 with no deviation or anomalies.(B)(4)